Event description:
Healthcare professional reported right side "exchange with no complaint against the device." Healthcare professional later reported capsule was filled with a cloud yellow solution and was markedly thickened," "right breast is markedly enlarged". Physician also reported "distorted in appearance", not related to the device. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.